Event description:
Lead was explanted due to high impedance. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approx. 5cm segment of the lead body was missing. The returned lead fragments were subjected to an extensive analysis. The inspection of the fragments showed multiple extraction damages. The shock coil was shifted distally and was severely deformed. In this region the conductor cable to the ring electrode was pulled out of its lumen which was probably the externalization observed during the extraction procedure. The analysis of the lead did not show any deviations that might have led to the observed increase of the pacing impedance. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.